Event description:
Information received by medtronic stated that the insulin pump had damage. No harm was required during medical intervention. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage(unspecified cosmetic damage) found on (B)(6) 2021. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, force sensor, motor, harness assembly vibrator, and corroded battery tube. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and the blank display noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. Test p-cap and reservoir could not lock properly into reservoir compartment during testing due to missing retainer ring. The following were noted during visual inspection: serial number label missing, keypad overlay texture damage, cracked case on corner of belt clip rails, detached retainer, missing o-ring(reservoir tube), cracked keypad overlay, cracked reservoir tube lip, scratched case, cracked case above arrow and battery icon, and corroded battery tube. Blank display confirmed due to moisture damage on the pcba 1, harness assembly vibrator, and corroded battery tube. Customer allegation for cosmetic damage was confirmed during visual inspection where serial number label missing, keypad overlay texture damage, cracked case on corner of belt clip rails, detached retainer, missing o-ring(reservoir tube), cracked keypad overlay, cracked reservoir tube lip, scratched case, cracked case above arrow and battery icon, and corroded battery tube was noted.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.